Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure, patient experienced lot of glare. Patient wanted to use glasses for night driving. There are two medical device reports associated with this file. This report is associated with the left eye.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.